Manufacturer narrative:
The customer contacted a siemens customer care center and reported that they obtained a discordant, falsely elevated human chorionic gonadotropin result (hcg) result. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed the instrument service checks, inspected operation of probe wash, verified that pump properly dispenses water and substrate, and verified proper wash of tubes and pipette positions. Then, the cse performed decontamination proactively and ran quality control, which recovered acceptably. Siemens further investigated this issue and determined that there was no indication of an instrument malfunction. Sample handling or pre-analytical variables potentially contributed to the discordant, falsely elevated hcg result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated human chorionic gonadotropin (hcg) result was obtained on a patient sample on an immulite 2000 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting lower. The repeat result was reported, as the correct result, to the physician(s). The customer indicated that the repeat result matched the patient's clinical picture. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated hcg result.